Event description:
The pt reportedly experienced sound quality issues with her device. External equipment was exchanged and programming adjustments were made. However the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant the pt's device will be scheduled.